Manufacturer narrative:
The device was received fully deployed. Corrosion was noted on the pcb and batteries. All three batteries had less than the expected amount of voltage. A leak was found on the unexposed portion of the soft cannula. Upon magnification, a tear was found at the site of the leak. Cracks were found on the sides of the top housing. It could not be determined when the cracks occurred. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 22 mmol/l (396 mg/dl) while wearing the pod between 4 and 24 hours on the arm. A new pod was applied to treat the hyperglycemia.